Event description:
It was reported that this right atrial (ra) lead was a case of an attempted implant due to vascular access was lost and unable to be re obtained. This ra lead was used to gain access with guidewire; however, the guidewire was stuck into the insulation. This ra lead was replaced with the same model, not implanted and was not returned for analysis. No adverse patient effects were reported.